Event description:
It was reported that this brady lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that the brady lead was explanted.